Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2002 and mesh was implanted into the patient. It was also referenced that the patient underwent a gynecological procedure due to unspecified complications on (B)(6) 2013 to remove/revise mesh device, however, much of the device was unable to be removed. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent open repair of incarcerated paraesophageal hernia, nissen fundoplication on (B)(6) 2006, due to incarcerated paraesophageal hernia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent partial removal of mesh and rectocele repair on (B)(6) 2013 due to mesh failure, bladder infection, and rectocele. No additional information was provided.